Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an occlusion alarm. The device was being used to create a treatment plan for respiratory assist. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer believes the blower is not operating. Verified that the blower is not spinning while in the pneumatics screen. The rse provided the customer with parts ID for a blower assembly to resolve. Investigation is ongoing

Manufacturer narrative:
The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.